Manufacturer narrative:
The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a end cap broken off and a serial number label missing. The pump was also received with unresponsive keypad. Unable to test for pump error 61 (stuck key alarm) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. Unable to upload pump to carelink due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found loose connectors, cold/poor solder joint on j1/pcba1. No evidence of corrosion or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed in a test pcba 2, test case, internal battery and motor. Powered the pump on using the battery simulator and unresponsive keypad noted. The original pcba 2 was installed in a test pcba 1, test case, internal battery and motor. Powered the pump on using the battery simulator and no unresponsive keypad noted. The original pcba 2 was re-installed in a test pcba 1, test case, internal battery and motor. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test, download of history files/traces using thus and upload pump to carelink. Unresponsive keypad was confirmed due to loose connectors, cold/poor solder joint on j1/pcba1. The pump passed the self test. No unresponsive keypad/stuck button alarm noted when using the test case and test pcba 1. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no pump error 61 (stuck key alarm) recorded in the formatted history file on the event date. Please see below for pump errors/alarms noted 1 week prior to the event date 09-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 11:29:58.000. On (B)(6) 2023 04:03:22.000, on (B)(6) 2023 04:15:10.000. On (B)(6) 2023 06:19:54.000, on (B)(6) 2023 06:31:33.000, on (B)(6) 2023 06:32:33.000. On (B)(6) 2023 06:43:24.000, on (B)(6) 2023 07:02:55.000, on (B)(6) 2023 07:04:53.000. On (B)(6) 2023 07:09:19.000. Power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2023 07:21:55.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:30:03.000, on (B)(6) 2023 06:40:00.000, on (B)(6) 2023 06:43:03.000. On (B)(6) 2023 06:53:00.000, on (B)(6) 2023 06:54:03.000, on (B)(6) 2023 07:04:00.000. On (B)(6) 2023 07:21:08.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:20:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:20:03.000. On (B)(6) 2023 07:20:37.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event date 09-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the pump reset after the battery was removed for more than 10 minutes. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. The pump was received without a battery cap installed. The pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer) was confirmed. Unable to verify customer alleged for high bgs and dka. Cosmetic damage was confirmed at the bottom case and serial number label of the pump. Unable to test for pump error 61 (stuck key alarm), perform the required testing, download history files/traces using thus and upload pump to carelink due to unresponsive keypad. Pump error 61 (stuck key alarm) was unknown. Unresponsive keypad was confirmed due to loose connectors, cold/poor solder joint on j1/pcba1. However, a test pcba 1 and test case was used, continued self test, download of history files/traces using thus and upload pump to carelink and no unresponsive keypad noted. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were due to memory corruption, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 565 mg/dl at the time of the incident and the current blood glucose value was 257 mg/dl. The customer stated that the pump was damaged and stopped using it. Troubleshooting was performed and found that the customer was hospitalized due to diabetic ketoacidosis. The customer was treated with a manual injection and intravenous insulin infusion. The customer was reporting nausea, thirst, dehydration, and headache symptoms related to high blood glucose event. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer discontinued using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.